Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up, down, and occasionally the ok button were intermittently responding. The patient stated that the keypad buttons were requiring multiple presses to program a bolus correctly. The patient confirmed that the keypad was intact. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that keypad was worn but the rubber keypad was intact. The contrast and up buttons were intermittently unresponsive and the down and ok buttons responded appropriately. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The vibration motor contact was found to be misaligned.